Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received inside the customers guide and the manifold of the device was detached from the device as a result of a break in the hypotube. The manifold was not returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 1220mm proximal of the guidewire port. The hypotube was also kinked at more than one location. Although it is stated that the physician cut the shaft of the device, this type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Due to the condition of the returned device it was not possible to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of the boston scientific encore inflation unit which allowed the balloon to be inflated. The returned device was attached to an encore inflation unit and positive pressure was applied. Liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A microscopic examination identified that one of the blades was lifted distally from its blade pad at two locations. Approximately 3mm of blade was noted to have lift from the proximal end leaving approximately 2mm still bonded to its blade pad up to the break point. Approximately 2mm of the same blade was lifted distally from the break point, leaving approximately 3mm up to the distal end of the blade still bonded to the blade pad. The entire blade pad remained fully bonded to the balloon material. All other blades and blade pads remained undamaged and fully bonded to the balloon material. A visual and microscopic examination identified no damage or issues to the tip or markerbands of the device that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removing a balloon occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left circumflex (lcx). A 1.0 mm balloon was used but was unable to cross the target lesion so a 1.25 mm rotablator was used. A non bsc balloon was unable to cross. A 10 mm x 2.0 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and was able to cross the target lesion without an issue, but it got stuck in the lesion area. The shaft was then cut and a non bsc stent was used. The balloon was then collected. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that difficulty removing a balloon occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left circumflex (lcx). A 1.0 mm balloon was used but was unable to cross the target lesion so a 1.25 mm rotablator was used. A non bsc balloon was unable to cross. A 10 mm x 2.0 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and was able to cross the target lesion without an issue, but it got stuck in the lesion area. The shaft was then cut and a non bsc stent was used. The balloon was then collected. No patient complications were reported in relation to this event.